Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The universal power supply, two printed circuit boards, and the x-ray tube were replaced. The system software and the cal files were reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed an error message, and would not boot up. No pt injury was reported.